Event description:
It was reported that the lead exhibited noise. Some noise could be reproduced while manipulating the pocket and moving the patients arms. When viewed on the stored electrogram, the noise resembled a crush situation. The patient would be monitored.

Manufacturer narrative:
Na